Manufacturer narrative:
Lombardi, a. (2014) the short stem: emergent solution for primary hip problems ¿ affirms. The bone & joint journal, 96-b no. Supp 8 2. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article entitled, "the short stem: emergent solution for primary hip problems-affirms." The purpose of the study was to review the early experience with 2,094 patients who underwent 2,457 primary tha using short, tapered titanium, porous plasma spray-coated femoral components since january 2006. This was done to show that tapered, long stem aren't the only solution to prevent varus. The taperloc microplasty stem (biomet, warsaw, in) has been used in 1,881 tha, and the taperloc complete microplasty stem (biomet) in 576. Patient age averaged 63.6 years. (1) stem was revised from patient at 3 days for patellar dislocation. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.